Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Device eval summary: investigation of the catheter revealed that the plastic referenced in this event was the torque bump of the catheter; however, the cause of the torque bump separation from the catheter could not be determined.

Event description:
On (B)(6), 2011, the pt was treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring the c3 delivery system. Pt anatomy was unremarkable and devices were appropriately sized. The procedure was completed and the c3 delivery system was removed from the pt. While closing the incision, the physician noticed that a piece of plastic had broken off the catheter inside the femoral artery. The plastic was removed and the artery was closed. The pt tolerated the procedure well.